Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation.

Event description:
A peritoneal dialysis patient's contact reported receiving the scale reading error warning several times during treatment. The contact stated that the patient had recently been discharged from the hospital and this was the first night at home since. The patient cancelled the treatment and reverted to manuals to complete.

Manufacturer narrative:
Device evaluation: the actual product was not returned for investigation, therefore, it was not possible to confirm failure mode. A serial number search in the ptc complaint system found no complaint issues with the same symptom code within 90 days of the notified date.

Event description:
A peritoneal dialysis patient's contact reported receiving the scale reading error warning several times during treatment. The contact stated that the patient had recently been discharged from the hospital and this was the first night at home since. The patient cancelled the treatment and reverted to manuals to complete. Upon follow up with the patient's nurse, it was confirmed that the reason for hospitalization was unknown and the discharge summary was unavailable.

Manufacturer narrative:
Corrective data: amendment to device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Clinical evaluation: based on the available information in the file, there have been no reported allegations against or any documentation that indicated the liberty select cycler caused or contributed to a serious adverse patient outcome. Additionally, there were no reports of a serious adverse event experienced by the pt. Due to experiencing scale reading error warning during ccpd treatment upon return home from the hospital. Therefore, the completion of a clinical investigation is not warranted at this time. Should additional information become available, please re-submit for a clinical investigation review and the need for a clinical investigation will be re-evaluated accordingly.

Event description:
A peritoneal dialysis patient's contact reported receiving the scale reading error warning several times during treatment. The contact stated that the patient had recently been discharged from the hospital and this was the first night at home since. The patient cancelled the treatment and reverted to manuals to complete. Upon follow up with the patient's nurse, it was confirmed that the reason for hospitalization was unknown and the discharge summary was unavailable.